Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when device was primed prior to access the port system, leakage of saline solution was found from the transparent part on the top of the needle. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of leaking needle housing is confirmed and was determined to be supplier related. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. Functional testing of the returned safestep infusion set included attempting to infuse water into the device using a 12 ml syringe revealing a leak in the needle housing of the returned infusion set. Microscopic observation of the safestep revealed a lack of adhesive within the housing of the complainant device. Because functional testing revealed a leak in the housing of the device and missing adhesive was observed during a microscopic observation of the complainant device, the complaint is confirmed as a supplier-related event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when device was primed prior to access the port system, leakage of saline solution was found from the transparent part on the top of the needle. There was no reported patient involvement.